Event description:
Procedure type: oophorocystectomy. According to the reporter: during the procedure, two seals were found inside the cavity. The pieces were retrieved from the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)